Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-29. H6: investigation summary: bd received 10 contaminated returned samples. Testing cannot be performed on used samples. Therefore, retention samples from bd inventory were evaluated for any additive issues. All testing was within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 18 mg blood collection tubes experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "I am reaching out as related to the 10 ml k2edta tube, lot #0167257, exp 06-30-22. We are seeing issues now with approximately 6-7 specimens in which the plasma is described as being like jelly. "

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 18 mg blood collection tubes experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "I am reaching out as related to the 10 ml k2edta tube, lot #0167257, exp 06-30-22. We are seeing issues now with approximately 6-7 specimens in which the plasma is described as being like jelly. "